Manufacturer narrative:
The device is not expected to be returned for evaluation. The complaint could not be confirmed. The root cause is unknown. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found.

Event description:
The user reported that the purchased drip chamber in their kit is emptying before the contrast bottle runs out causing air to be drawn into the line. The user stated that air was injected into the patient but the patient was not injured and no intervention or additional procedures were required.